Event description:
Pt had laser eye surgery. Everything went great, there were no problems at all. Nine days later, pt did a very stupid thing. Pt lost their temper. They grabbed the gate with their right hand and slammed open or swung the gate wide open in an (violent) attempt to break it. Pt suffered a fairly substantial injury. They suffered brain damage and/or a significant and/or substantial brain injury. Pt knew right away they had hurt self pretty badly. They instinctly/intuitively put their eyes about seven or eight feet in front of them at the ground and unfocused. Pt knew they had to help self and they basically just tried to get in a completely dark room with no noise. It was pretty chaotic the first week but eventually it stabilized. During the first week, pt remembers looking out the living room window at a car or something down the street. It seemed to appear with less detail (or less info) than before. At the end of week there was 100% return of visual acuity. But pt suffered a pretty bad brain injury and still does to this day. Pt lost a certain capacity for abstract thought. Pt has trouble learning new things. They think the chances of them returning to graduate school are gone. Now has the senses of a dullard. Pt can't lift heavy weights or have physical impact on their body. They can't swing a hammer, play drums or drink alcohol. Their eyes going out of focus and pain in head are fairly routine occurrences. There was never any problem at all with surgery itself. There's a period of time immediately after laser eye surgery that you're susceptible or vulnerable to pretty grievous injury.